Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stating that patient went in for bypass on (B)(6) 2016. Device turned off for bypass and turned it back on. When they turned it back on the surgeon told them that they "dislodged the lead" but rep thinks that undid the suture. Episodes recorded with ra oversensing. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).